Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000159042.

Event description:
It was reported that patient was recently implanted and following the procedure the patient had a seroma at the midline incision. Surgical intervention took place on (B)(6) 2024 where the site was drained. Therapy was restored post-op, and no product was explanted. The wound is healing and was patched by the physician, and there was no sign of infection. Investigation was unable to determine which of the leads attributed to the event.